Event description:
It was reported to medtronic minimed that the customer reported the pump rejected the new battery, a crack from the bottom where the clips go all the way down, 2nd crack runs from the side to the bottom when rewinding the pump. The customer stated that the display lights shut off in the middle of the rewind, and the display light is dimmed and not as bright as it used to be. The customer has to press the button more than once for the buttons to respond. The customer received an insulin flow is blocked, 3rd crack where the belt clip goes and runs to the battery chamber. The customer reported no adverse event. The event involved product(s) mmt-1880, mmt-332a, and mmt-396a. Troubleshooting was not performed for the insulin flow blocked alarm, and it's a past event. Troubleshooting was not performed for the battery failed alarm, cosmetic damage, backlight anomaly, and keypad anomaly. No harm requiring medical intervention was reported. No product return is required for mmt-1880, mmt-332a, and mmt-396a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump received with blank display. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement test, active current measurement test, self test or verify no delivery, failed batt test alarms, keypad button anomaly, rewind anomaly, back light anomaly due to blank display. Pump was cut open to perform visual inspection and found the battery tube has shifted preventing the battery from making contact. Battery tube was realigned and powered up successfully. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith), and loaded voltage (loaded vlith) were within spec range. No unexpected no delivery, failed batt test alarms, or alerts noted during testing or found in the history files or traces on event date. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, stained keypad overlay, cracked battery tube threads, cracked case corner of belt clip rails, label damage. Unable to verify no delivery, failed batt test alarms, keypad button anomaly, rewind anomaly, back light anomaly due to blank display. Blank display due to misaligned battery tube confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.